Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported during ongoing use, the device migrated due to twiddler syndrome. A revision procedure took place to re-implant the pg and to explant the two leads, and replace them with new leads. The pg was re-implanted submuscular.